Manufacturer narrative:
The dentist refused to provide any information about the patient's weight. Upon receiving the device involved in the MDR event from the distributor, nakanishi conducted a failure analysis of the returned device, which included measuring the operating temperature of the device [report no. (B)(4)]. These activities are described in more detail below. Methodology used: a) nakanishi examined the device history record and the repair history for the subject x95l device(B)(4). There were no problems observed during manufacturing or testing noted in the DHR. The repair history showed 1 service records since the device was shipped. The repair details are as follows: may 2020: the cartridge, drive shaft, dog clutch were replaced. With respect to the repairs in the above list, the service records indicate that nakanishi performed all of the necessary operation checks and confirmed that all of the criteria were met. Nakanishi conducted temperature testing of the returned device in the following manner: temperature sensors were attached to the exterior of the device at various test points. This included the point most proximal to the patient (testing point (1)) and points further toward the distal end of the device (testing points (2) through (4)). The test setup was prepared to take temperature measurements at all points simultaneously, including a reference measurement at ambient room temperature. Nakanishi attached a thermocouple (sensor to measure temperature) to each of the testing points. Nakanishi rotated the device's motor at 40,000min-1, which is the maximum rpm for the motor that drives the handpiece (200,000min-1 for the handpiece), with water spray, and measured the exothermic response. Nakanishi measured the temperature rise of the returned handpiece set at 200,000min-1 (motor revolution 40,000min-1). Nakanishi observed rises in temperature at the test points as shown below; however, the temperatures were not high enough to cause a burn injury. The maximum temperature measured 3 minutes into the test were as follows: test point (1): 30.8 degrees c. Test point (2): 33.9 degrees c. Test point (3): 29.9 degrees c. Test point (4): 30.2 degrees c. Identification of the specific failure mode(s) and/or mechanism(s) of the associated device components was conducted as follows: nakanishi disassembled the handpiece and performed a visual inspection of the internal parts. Nakanishi observed the following: the bearing retainers in the ball bearings on the rear side of the cartridge were soiled and abraded. The drive shaft and the dog clutch were soiled, abraded, and discolored. Nakanishi took photographs of all the disassembled parts and kept them in the investigation report no. (B)(4). Conclusions reached based on the investigation and analysis results: nakanishi was not able to replicate the temperature rise at the time of the event, but based on the findings in the visual inspection, as well as many years of experience, nakanishi considers the possibility that the cause of the handpiece overheating was abnormal resistance during rotation due to the soiled internal parts, which interfered with rotation. A lack of maintenance caused the accumulation of debris on the internal parts, which contributed to the handpiece overheating. In order to prevent a recurrence of the handpiece overheating, nakanishi took the following actions: nakanishi reviewed the operation manual and reconfirmed the clarity and understandability of the instructions. Nakanishi reported the above evaluation results to the dentist and reminded the dentist of the importance of maintenance and checking of the handpiece prior to use to prevent overheating, as instructed in the operation manual.

Event description:
On january 20, 2023, a nsk x95l handpiece was returned from a distributor to nakanishi for repair. There was a note with the device stating that the device had overheated and burned a patient. Upon receipt of the information, nakanishi made a phone call to the dental office for further information about the event including information about the patient. The details nakanishi obtained are as follows. The event occurred on (B)(6) 2022. The dentist was performing a crown removal procedure on a patient using the x95l handpiece (serial no. (B)(4)). The patient was not under anesthesia. During the procedure, the patient complained about heat in the handpiece, and then the dentist observed a reddish burn injury on the corner of the patient's lip. According to the dentist, there were no abnormalities in the device prior to use. The dentist determined that no medical treatment was required for the injury.